Event description:
The hcp reported that while placing a bravo ph monitor, the capsule attached to the pt's esophagus but would not deploy from the delivery sys. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not possible. The device was returned with the capsule missing and the plunger broken.